Event description:
This report is to advise of an event seen during analysis.

Manufacturer narrative:
The lead was returned following explant due to an unrelated infection. As received, partial lead was returned in six pieces. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings unrelated to the reported event: visual inspection of the lead found multiple internal insulation abrasions breaching different unknown cable lumens at the middle region of the lead with abraded one of the etfe cable coating of one of the unknown cables.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Based on the information received, the cause of the reported incident could not be conclusively determined.